Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when drilling the pins for the humeral cutting guide the pins became stuck. They would neither advance or back out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that when drilling the pins for the humeral cutting guide the pins because stuck. They would neither advance or back out. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found a pin was found stuck through the left divergent pin hole at the silhouette resection guide. No other issues were identified. The jammed condition of the device consistent with the pin being drilled into the left divergent pinhole in an misaligned position. A dimensional inspection was performed not performed since it is not applicable to the complaint condition. A functional test was not performed since it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the silhouette resection guide would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.